Manufacturer narrative:
(B)(4). Medical product patella reamer blade with pilot hole, size 46, item# 00597909546, lot# 65298042. All poly pat ply 35mm, item# 42540000035, lot# 65270990. Psn tib stm 5 deg sz d r item# 42532006702, lot# 65121436. , psn mc ve asf r 11mm 6- 7/cd, item# 42522100411, lot# 64953308. Psn fem cr cmt tin std sz 7r item# 42572606202, lot# 65266281. Visual examination of the returned tasp found it to exhibit signs of repeated use nicked / gouged has fractured on the medial side of the post feature. Also the post has fractured off and wasn¿t returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp fractured upon insertion. Attempts to obtain additional information have been made; however, no more information is available.